Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member (pt rep.) Regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt rep. Reported difficulty locating the ins when charging the ins and that they could eventually locate the ins, but it took 6-8 times with the "no device found" screen before they could locate the ins with the recharger antenna (rtm) since 2 or 3 weeks ago. Pt rep. Noted they saw a "100" in the middle of the screen and lower numbers on the side in the past when charging the ins (patient services specialist (pss) understood this as passive recharge mode). Pt rep. Also mentioned they saw the "replace controller batteries" screen when charging the ins in the past. Pt rep. Spoke to a manufacturer representative (rep) via phone yesterday about the issues and they said the pt might need a "new paddle." Pss helped the pt rep. Inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected. Pt rep. Said the rtm was warm when charging the ins, but was not hot. Pt rep. Initiated a charge session to the ins and was able to charge with "excellent" quality. Pt rep. Noted the controller battery was at 100% and the ins battery was at 80% recharging with a green flashing light on the controller. No symptoms were reported.